Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. Further in situ measurements showed an increased ground path impedance likely due to bone growth around the reference electrode. During device investigation damage to the reference electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
Information was received via a delivery note that device has been explanted. Reportedly explantation was performed because the electrodes migrated into the ear canal.

Event description:
Information received via delivery note that device has been explanted. Reportedly explantation was performed because the electrodes migrated into the ear canal. The user was explanted but not re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.